Event description:
Nine falsely elevated troponin I results were obtained on patients' sample. Seven of the results were reported to the physician. The samples were repeated and negative resultw were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a malfunction of the hm wash probe. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.